Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. The customer further reported symptoms of vomiting dehydrated and was unable to treat themselves. The customer had contact with a healthcare provider and received intravenous glucose, unspecified pain relief, and ¿anti-sickness¿ injection as treatment. An hcp glucose reading of 7.8 mmol/l was obtained however, it is unknown when the reading was received in relation to the treatment rendered. There was no report of death or permanent impairment associated with this event.